Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported a power on reset (por) error code. The only thing the patient could think of was that they went through a security gate. But it was noted that there were not any medical tests or emi environmental exposures that could have led to the issue. The steps to clear the por were reviewed including pressing the sync key, pressing any arrow on the navigation button, and pressing sync again to complete the reset. Troubleshooting resolved the reported issue. The patient does not intend on following up with their healthcare professional (hcp). There were no patient symptoms reported and no complications reported.